Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system and confirmed the reported issue. The fuses on the mobile view station (mvs) power board were blown. So the rep tightened the fuse pins to securely hold the fuses. A system check out was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) would not boot up for the day and the line power light was off. No patient was present at the time of the event.